Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for non-malignant pain and rsd/causalagia-complex regional pain syndrome. It was reported that the patient had their pump explanted in (B)(6) 2011 because the pump "migrated out of where it was supposed to be" and created a wound. The hcp stated that the patient had a "wound dehiscence". Contradictory information provided by the same hcp stated that the patient came into the emergency room on (B)(6) 2011 and later stated that the pump was removed on (B)(6) 2011. Tech services noted that "it was unclear which events reported by the caller are related. Caller was reading bits and pieces of op reports". The caller also stated that the patient has had several pumps removed but then stated that they were not sure if the patient had pumps or stimulators removed.